Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead that had been implanted for more than a decade, was surgically abandoned due to out-of-range impedance measurements and high pacing thresholds. The connections with the header were checked to be working. No additional information was received from the field. A new lead was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reasons during the change of the associated pulse generator, which was changed due to therapy upgrade/downgrade. No additional information was received from the field. A new lead was implanted. No additional patient effects were reported.